Manufacturer narrative:
Insulin pump passed displacement test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with broken reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer had changed the sets 4 times. Customer's blood glucose was 439 mg/dl. Customer's blood glucose at time of call was 203 mg/dl. After troubleshooting, the issue persisted. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.